Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed dried body fluid found on the handle, main shaft, distal end and inside several irrigation ports. Dried saline was also found on the distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed the thermocouple was electrically open and ring 1 was shorted. Also, tip to sensor 1 and tip to sensor 2 were shorted. All other electrodes resistances measured in specification and were typical. Lcr test was performed and found the magnetic sensor resistance and inductance were within specification. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst (tb) seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Lumen pressure decay values were 0.1332, 0.1284 and 0.1222 psi, which were below the maximum acceptable limit of 0.30 psi. X-ray found evidence of fluid inside the distal end cavity between rings 1 and 3. The distal tip electrode was immersed in 0.45% saline for 30 minutes. Tc+ to tip resistance remained open and tc-, sensor 1 & 2 to tip remained shorted. Next, the device was connected to a metriq pump, but irrigation could not be performed due to plugged irrigation ports. The ring electrodes were removed. Rust color found underneath all three rings and inside each ring electrode signal wire feedthrough. The distal end tubing was removed. Dried saline was found throughout the distal end cavity, especially near the tip and ring 1. The breakout box and meter were reconnected to the device. The thermocouple wires were isolated approximately 4cm from the end of the tip. Resistance measurement between each of those wires and the box were tc- = 161.4 ohms, tc+ = open ohms, ring 1 = 68.3 ohms. Resistance through the thermocouple was typical at 3.4 ohms. The handle was opened. No anomalies found inside the handle cavity. The signal wires and steering sheath were extracted from the main shaft tubing. Found abraded sensor wires alongside abraded guide coils with bare metal showing in both components. Also found corrosion on several signal wires a the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 13may2020. It was reported that multiple error messages occurred. During a redo ablation procedure to treat paroxysmal atrial fibrillation (paf) with an intellanav mifi open-irrigated ablation catheter, while ablating, they experienced multiple error messages. Error codes 1109 critical signal station hardware error detected, 1110 critical signal station hardware error detected, 1115-2 signal station error detected, 1313 magnetic positions are not available for the following catheters - [catheter name(s)], 1315 ablation generator connection problem encountered and 1114 error detected with the [device name(s)] magnetic sensor coil. There was magnetic and impedance tracking issues, intermittent noise on all electrodes and a connection issue. When ablating, the catheter had noise on all channels and lost visualization, when ablation was terminated the catheter behaved normally. They changed the cable, then ablation box for a ep shuttle; neither solved the issues. Finally, they changed the catheter which resolved the issues and the procedure was completed successfully. No patient adverse event occurred. Device analysis found a saline leak inside the distal end of the shaft.